Event description:
It has been reported to us that during the procedure the occlusion balloon would not deflate when required. The physician inserted the occlusion balloon wire into the pt. The physician used the occlusion balloon multiple times without any issues. The physician inflated the occlusion balloon for the fifth time and then attempted to deflate it; however it would not deflate. The physician inserted a guide wire and punctured the occlusion balloon material and deflated the occlusion balloon. The device was removed. The pt is reported to be fine.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.